Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was seen one day prior to report and they wanted to do a head magnetic resonance imaging (MRI). It was stated they had elevated impedances. It was noted contact 3 was not used in programming. It was noted no x-rays had been performed to see if there were any connection issues. It was noted they wanted to do an MRI because the patient¿s lead was not positioned where it should be. It was stated the lead position had been an issue since the implant and there was no allegation of a lead migration. It was further reported it was unknown if any x-rays were performed. It was noted it was unknown if any interventions were taken and the patient outcome was unknown. It was further reported the impedances were checked on the day of report and they were all in normal range. It was stated 1-1.5 weeks prior to report the impedances were high on c3 but it was now in a healthy range. Additional information received reported the doctor wanted the MRI performed because they felt the leads were not optimally placed. It was stated the surgeon planned to take ¿it out¿ and put a new one back in, regarding the leads. It was noted the device worked properly but the settings were higher. Additional information received reported the physicians were ¿looking at possibly moving the lead.¿ it was noted the patient did not have optimal benefit from it based on the lead placement. It was stated impedances showed no problems. It was noted nothing was out of range and both generators were off.

Event description:
Additional information received reported the initial programming one week prior to report was not a great success. It was noted they left the program as it was and they left the ins on. It was noted a follow-up on the morning of report indicated there was no benefit and additional programming resulted with no change. It was stated a lead scan position was up 3mm anterior. It was noted the health care professional wanted to perform a dual lead stimulation test intra-operatively with another lead 3mm anterior to the existing ventral intermediate nucleus (vim).

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387s-40, lot# va0b3p2, implanted: (B)(6) 2013, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3387-40, lot# j0511466v, implanted: (B)(6) 2005, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3387-40, lot# j0511466v, implanted: (B)(6) 2005, product type: lead. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3387s-40, lot# va0b3p2, implanted: (B)(6) 2013, product type: lead. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3387s-40, lot# va0b3p2, implanted: (B)(6) 2013, product type: lead. Product ID 3387-40, lot# j0511466v, implanted: (B)(6) 2005, product type: lead. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3389s-40 lot# va0fgjj serial# implanted: 2014-04-15 explanted: product type lead

Event description:
Additional information received reported all diagnostics performed were within normal limits. The patient was scheduled for a lead placement on (B)(6) 2014. The current lead would be removed and a new lead would be implanted in the vim and then another lead would be implanted 3mm anterior to the first lead. The issue had not been resolved.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387s-40, lot# va0b3p2, implanted: (B)(6) 2013, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3387-40, lot# j0511466v, implanted: (B)(6) 2005, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3387-40, lot# j0511466v, implanted: (B)(6) 2005, product type: lead. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3387s-40, lot# va0b3p2, implanted: (B)(6) 2013, product type: lead. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3387s-40, lot# va0b3p2, implanted: (B)(6) 2013, product type: lead. Product ID 3387-40, lot# j0511466v, implanted: (B)(6) 2005, product type: lead. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3389s-40, lot# va0fgjj, implanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received reported that the patient was scheduled for surgery on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387s-40, lot# va0b3p2, implanted: (B)(6) 2013, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3387-40, lot# j0511466v, implanted: (B)(6) 2005, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3387-40, lot# j0511466v, implanted: (B)(6) 2005, product type: lead. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3387s-40, lot# va0b3p2, implanted: (B)(6) 2013, product type: lead. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3387s-40, lot# va0b3p2, implanted: (B)(6) 2013, product type: lead. Product ID 3387-40, lot# j0511466v, implanted: (B)(6) 2005, product type: lead. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3389s-40, lot# va0fgjj, implanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received reported 2 leads were implanted into the left vim. It was noted that one was at target and the other was 3mm anterior to the first lead. The patient was implanted with a primary cell device that was turned on after surgery and set to 2v, 185hz, 90pw and 8-9+. The patient was receiving efficacy and tremor was being controlled.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there were no lead fractures. It was stated the patient had stage 1 done on (B)(6) 2014 and stage 2 done on (B)(6) 2014. It was noted the patient was able to have an magnetic resonance image (MRI) and the lead location was not optimal. It was stated surgery was scheduled. It was noted the patient would have initial programming performed on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387s-40, lot# va0b3p2, implanted: (B)(6) 2013, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3387-40, lot# j0511466v, implanted: (B)(6) 2005, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3387-40, lot# j0511466v, implanted: (B)(6) 2005, product type: lead. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3387s-40, lot# va0b3p2, implanted: (B)(6) 2013, product type: lead. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3387s-40, lot# va0b3p2, implanted: (B)(6) 2013, product type: lead. Product ID 3387-40, lot# j0511466v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was later reported that the lead was moved back to the ventral intermediate nucleus (vim) placement in (B)(6) 2014. Programming combinations were being attempted in order to provide the patient with tremor control. Mapping had shown that only c+0-1- provided tremor control in the upper arms. It was noted that this was achieved at 7v, 90 pw, and 160 hz. Patient's settings were now at 5v, 120 pw and 160hz and this was able to have some tremor control. It was noted that the control was lost around 6-6.5v.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0b3p2, implanted: (B)(6) 2013, product type: lead. Product ID: 3387-40, lot# j0511466v, implanted: (B)(6) 2005, product type: lead.

Event description:
It was later reported that there was going to be a revision surgery in the future. There was no issue with the stimloc. The healthcare professional's plan was to implant 2 leads in the same vim.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387s-40, lot# va0b3p2, implanted: (B)(6) 2013, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3387-40, lot# j0511466v, implanted: (B)(6) 2005, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3387-40, lot# j0511466v, implanted: (B)(6) 2005, product type: lead. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3387s-40, lot# va0b3p2, implanted: (B)(6) 2013, product type: lead. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3387s-40, lot# va0b3p2, implanted: (B)(6) 2013, product type: lead. Product ID 3387-40, lot# j0511466v, implanted: (B)(6) 2005, product type: lead. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3389s-40, lot# va0fgjj, implanted: (B)(6) 2014, product type: lead.

Event description:
It was later reported that there was a surgical procedure to reposition the left lead. The reason was unknown but it was noted that the patient had already had 3 repositions.